Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer experienced low blood glucose levels of 1.7 mmol/l. The customer treated high blood glucose using food and glucose tablets. The current blood glucose level of the customer was 7.9 mmol/l. The customer specified other relevant blood glucose levels specified by the customer are 1.9 mmol/l, 3 mmol/l. The customer was alleging that the insulin pump was over-delivering. The customer was wearing insulin pump within 48 hours of the reported event. The product will not return for analysis.